Event description:
Positioning an angioplasty balloon within sfa. The balloon did not inflate properly. Another device obtained and procedure continued. No patient harm.======================manufacturer response for angioplasty balloon, powercross (per site reporter).======================will investigate.